Event description:
It was reported that when using the bd pyxis¿ medbank tower a drawer failed to open when the user attempted to issue a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist (tss) identified that drawer 10 was jammed due to an obstructing item preventing it from opening. Drawer 09 was opened to gain access, allowing the obstructing item to be removed, after which drawer 10 opened freely and operated normally. The system functioned as intended after the technical support specialist troubleshot the issue.